Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was in a power on reset condition (por). It was unk if the device was near its estimated end of life. It was stated the pt was scheduled for replacement. Additional info has been requested, a follow-up report will be sent if additional info becomes available.